Manufacturer narrative:
(B)(4). Date of initial report: 07/07/2016. Date of follow-up report: 08/30/2016. Model/lot # and device available for evaluation? Updated with new information. One used lf1537 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no contributing factors, and the jaws were open upon receipt. Mechanical testing confirmed the jaws opened and closed normally using the handle. The device sealing was also tested on simulated tissue, and the jaws opened after each application. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality specifications.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 07/07/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jaws would not open during use. No patient injury occurred.